Event description:
Information was received that reported a patient was hospitalized in 2007 due to a broken leg. On nine days later, she claims she was walking to the mailbox then "something happened" she awoke in her yard with a broken leg, paramedics were summoned and her blood glucose was 15 mg/dl. She was transported to the hospital for treatment of her fracture. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.